Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, while performing the gastric reduction, the stapler fired and cut; but the staples did not deploy. The stapling issue occurred during the third firing with the sureform 60 stapler instrument with a green reload accessory. When the stapler jaws opened, it was observed that no staples had been deployed. There was a small amount of bleeding, which was coagulated using a bipolar forceps instrument and the staple line was sutured closed. There were no error messages generated when the stapling issue occurred. The target stomach tissue was not calcified, and there was no tissue tension or bunching. The surgeon did not experience any clamping issues prior to firing the stapler reload. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws, and no buttress material was used. There were no malformed staples. The surgeon continued using the stapler for the remainder of the procedure, without further issues. The procedure was completed robotically. The patient did not experience any post-operative complications and has since been discharged.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A return material authorization (RMA) had been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi did not receive the RMA and therefore failure analysis (fa) investigations could not be performed. The logs show the sureform 60 stapler was installed on the system eight times and fired eight reloads (6 green, 1 black, 1 green, in that order). On installs 1-7, the first clamp was successful, and each firing was completed with no pauses for compression. Firing forces on the third firing appear similar to other firings during the procedure. The sureform 45 stapler was then installed four times and fired four reloads without error. The sureform 60 stapler, was then re-installed a final time. The first clamp was successful, and the eighth firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.